Event description:
Issue with epic system in which dose is cleared upon order verification. This specifically occurs when pharmacists change the product that the dose clears. This is a problem with the latest version of epic and has affected other hospitals as well. Epic knows about the issue but the fix is taking a long time. We first notified them in xxxxxxx and they already knew about it. Epic suggested a temporary fix but that created a lot more problems so we couldn't implement it. There have been several cases at our hospital where pharmacists didn't realize the dose disappeared and verified the order. The nurse then receives and order without a dose. Access number:(B)(4).